Manufacturer narrative:
Report source of "study" was missing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient followed up remotely via merlin.net transmission. Upon review, the insertable cardiac monitor had episode which appeared to be complete signal dropout. Loss of tissue contact was deemed to be root cause. No programming changes were made. The patient had no consequences.